Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that wound drain that was used for a spine case. It appeared to not be patent and would not drain the fluid from the surgical wound. After opening the wound and removing the drain from the patient, the drain would not flush and stayed compressed in open air. One patient had to be taken back to the operating room (or). This was a major safety issue. The resident said this was the third time they had this experience (lot#nghz1245, lot#ngjp3050 and lot#unk).

Event description:
It was reported that wound drain that was used for a spine case. It appeared to not be patent and would not drain the fluid from the surgical wound. After opening the wound and removing the drain from the patient, the drain would not flush and stayed compressed in open air. One patient had to be taken back to the operating room (or). This was a major safety issue. The resident said this was the third time they had this experience (lot#nghz1245, lot#ngjp3050 and lot#unk).

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. No actions can be taken at this time since a root cause was not identified. A DHR could not be performed since no lot number was provided. The product catalog number for this device is unknown. Therefore, bard is unable to determine the associated labeling to review. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.